Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed de novo lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia). A 6.0 x 40/135 sterling balloon dilatation catheter was selected to pre dilate the target lesion and on the 1st inflation for 15 seconds under nominal pressure, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed de novo lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia). A 6.0 x 40/135 sterling balloon dilatation catheter was selected to pre dilate the target lesion and on the 1st inflation for 15 seconds under nominal pressure, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a monorail (mr) sterling balloon catheter with no other devices. It was noted during unpackaging that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. Visual and microscopic analysis revealed a pinhole in the balloon located approximately 35 mm from the tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).